Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clinical sales representative (csr) explained that the investigation based on the judgment of the doctor and the hospital, it was determined that re-examination of residual substances in the body was not necessary. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material. Patient demographic information were requested, but the site was unwilling to provide the information due to the hospital¿s privacy policy.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigation was confirmed but not replicated. Failure analysis found the primary failure of functional test failed to be related to the customer reported complaint. The instrument was found to fail the cut test based on log review. Review of dsp logs displayed one failures with error "mdtrace_vs_cut_failed", which confirms a failed cut test. The instrument blade was extended by articulating the input. Visual inspection displayed no damage to the blade or blade cable. The instrument was placed on an in-house system and passed engagement, recognition and cut and seal tests on 3 of 3 attempts. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Additional findings not related to customer reported complaint: the instrument was found to have two dislodged and missing ceramic dots at the distal jaws. The dots are not placed in their original places as they are missing. The instrument passed continuity test. The complaint was not confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend instrument blade was exposed and retracted when the instrument was moved. The user was completing the procedure as planned using a backup vessel sealer extend with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.